Event description:
On (B)(6) 2012, a video was posted on (B)(6) by dr (B)(6) with the following description: video documented insulation failure of robotic monopolar hot shear instrument, during robotic assisted hysterectomy procedure. Insulation failure seen as sparks, firing against the posterior wall serosa of the uterine corpus. This is related to malfunction of the monopolar instrument (hot shear) sleeve. Careful handling of the instrument (and it's shortcomings) is a must, to avoid injury to surrounding structures in the operative field (such as bowel). Frequent change, as needed, of the hot shear monopolar instrument is need to avoid such failure.

Manufacturer narrative:
The instrument and tip cover accessory have not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. Intuitive surgical attempted to contact the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided or obtained as of the date of this report.

Manufacturer narrative:
Corrected data: the date of event for this reported complaint is unknown.